Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece measuring 46.2 cm. Two external abrasions were noted at 14.0 cm to 14.2 cm and at 14.5 cm to 15.3 cm from the connector pin, breaching the outer insulation. The cause of the reported event of noise was isolated to external abrasion consistent with friction to the device can.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a routine device replacement. Upon review of stored electrograms, it was noted that the atrial lead had noise that led to inappropriate automatic mode switch. The noise was reproducible by pocket manipulation and upper-body movements. The lead was explanted and replaced. The patient was asymptomatic throughout.